Event description:
It was reported a patient presented in clinic with perforation, pericardial effusion, and shortness of breath. The right ventricular (rv) lead had no capture and high capture thresholds. The rv lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were cardiac perforation and loss of capture. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Tip stiffness test was performed, and the results were within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.